Event description:
New information notes the lead was capped and the patient condition was good after the event.

Event description:
It was reported that sensing has decreased and capture threshold has increased gradually over time. No adverse consequences were noted. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.